Event description:
It was reported that following the aa stent deployment, an abbott prostar device was placed in each iliac artery. The patient received 12,000 units of heparin prior to the procedure. Post procedure, the patient continued to bleed and was brought back to the cath lab. A perforation in the right iliac artery was sealed with a viabond stent with radiographic imaging. Following this intervention, the right femoral artery was sealed with a 6fr angio-seal device. The patient experienced continued bleeding and instability and was taken to the or. The post surgical report dictated by the surgeon documents a hematoma within the right retroperitoneal region. It was noted that the access location was high and that the patient had an aneurysm. It was also stated by the radiologist who read the initial radiologic studies, that the patent was not felt to be a suitable candidate for percutaneous repair. The surgical report stated the site of bleeding was the left external iliac where a prostar percutaneous closure device had been used. The bleeding site was repaired, however, the patient developed disseminated intravascular coagulation, a bleeding disorder, and expired. There was no indication the event was related to the angio-seal device. No autopsy was performed and no additional information was received.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined, however, the patient developed dic and; therefore, the death is unrelated to the angio-seal deployment. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device, or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU states the safety and effectiveness of the angio-seal device has not been established in patients with a bleeding disorder, including thrombocytopenia thrombasthenia, von willebrande's disease, or anemia.